Event description:
It was reported that a user contacted support for elevated blood glucose readings of 268 mg/dl and 263 mg/dl on fingerstick while using the ilet and after eating their usual breakfast without announcing the meal; the user planned to wait to see if glucose declined without making a supply change. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention. Troubleshooting and education were provided. Investigation included review of user-reported history and device use, with attention to meal-announce behavior. Investigation of this case revealed no device malfunction or component failure and suggested that missed meal announcement was the likely contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-related factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.